Event description:
The patient was on bi-level positive airway pressure (bipap). Bipap v60 #10. The rn reporting hearing the bipap alarm and went into room and saw patient was cyanotic. The bipap's screen was black with simple white letters saying "vent fail". The rn took patient off the bipap and placed on o2. The bipap was changed out from the v60#10 to the v60#5. Patient's hr 120, rr 20, spo2 95% once on new bipap.